Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that recent imaging on a CT with contrast showed there was an unknown type of endoleak and the aneurysm was 49 mm in diameter. The endoleak was left uncorrected. No further information was provided. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).